Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 24 mg/dl. Blood glucose levels of 14mg/dl was also reported. The customer was in a vehicular accident and was the driver., the customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.